Event description:
Female had spinal cord stimulator implanted a year ago but in (B)(6) of this year she was not having adequate pain relief; revision of leads (and in late (B)(6) the stimulator explanted allegedly due to infection. At removal of stimulator there was noted to be purulence in old pocket and incision; wound cultures to lab for review. Manufacturer response for spinal cord stimulator, boston scientific (per site reporter): MFR awaiting return of device for testing.